Manufacturer narrative:
Additional info: b.3.

Event description:
It was reported that the nurses experienced the needleless valves sticking down 3-5 seconds after disconnecting from the port-a-caths in the outpatient infusion and treatment center. The needleless valves in the port access kits were the only ones identified to be sticking down. The customer states there was no leak and no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the nurses experienced the needleless valves sticking down 3-5 seconds after disconnecting from the port-a-caths in the outpatient infusion and treatment center. The needleless valves in the port access kits were the only ones identified to be sticking down. The customer states there was no leak and no patient harm.